Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer delivered a manual injection and performed a supply change to address bg and occlusion.